Event description:
The patient felt stimulation sensation and therapeutic effect in one program but not the other. The field representative tried reprogramming the implantable neurostimulator but was unsuccessful in getting stimulation. There was no known incident or accident related to the complaint. The patient was referred to another hcp for a possible surgical paddle lead placement. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.